Event description:
Plaintiff alleges her exposure to latex medical gloves lead to her being diagnosed with latex allergy. As a result of the allergy, plaintiff has become sensitized to latex and may now no longer work as a registered nurse at any medical facility and is now subject to increased health risks. In addition, she is subject in the future to one or more anaphylactic reactions to latex products and has suffered substantial injury, pain and suffering as well as economic loss. Husband, alleges loss of consortium of his wife.